Event description:
It was reported that during a gall bladder procedure, bag's ring broken. The event occured when the surgeon opened the bag. A scratch on liver occured. No device returning. The metal broke when the surgeon opened the bag. Just one point of suture was performed. The patient has had a full recovery.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.